Manufacturer narrative:
Sections a2 and a4: patient age and weight are estimated. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller being exchanged in (B)(6) 2020 was confirmed based on provided information from the customer; the reason for the exchange was not provided. The heartmate 3 system controller was not returned for evaluation and no log files were submitted for review. Multiple requests were made to obtain additional information (including the serial number of the controller that was exchanged on (B)(6) 2020, the cause for the controller being exchanged, and the date of the controller exchange); however, no response was received. There were no reported issues with the exchanged system controller. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, and heartmate 3 instructions for use (IFU) section 2, entitled ¿system operations¿, explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was had a controller exchange in (B)(6) 2020. The cause for exchange was not provided.